Event description:
Additional information received identified the ipg was confirmed inoperable.

Manufacturer narrative:
The CAPA investigation was initiated on 2016-02-23 to address the issue of the proclaim ipg (orion ipg family) entering the service application state. The investigation was completed and being monitored by the manufacturer. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported, during the implant procedure on (B)(6) 2018 the physician touched the ipg with a monopolar electrosurgical device while impedance checks were being analyzed. In turn, the surgeon replaced the ipg and the issue has resolved.